Event description:
Reporter noted endophthalmitis three days post-op on 2 out of 3 cases same day. Stated different vacteria was cultured from each case indicating an infection from pt's home, but wanted to follow through and rule out all causes. Theis pt was the third case of the day. Required a pars plana vitrectomy.